Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the system service division hardware was corrupted, would not boot, and caused an e116 error code. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility returned the olympus asset, camera control unit, to the olympus service center. Upon inspection and testing of the returned device, it was observed that the system service division hardware was corrupted, would not boot, and caused an e116 error code. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.